Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unknown device detected a single low out-of-range shock impedance measurement of zero. The physician had the device remotely interrogated and shock measurement was within normal limits. Boston scientific technical services (ts) noted that shock impedance measurements of zero are typically associated with electromagnetic interference (emi). No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. All available information indicates that the product remains in service.